Event description:
Nurse noticed that the bag of fluids is not going down. When going to verify, there was barely any fluid to chart. Even though the pump was on and at a rate set per order, there were very little drops. Patient wasn't getting the fluids that were ordered.